Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The device was inspected on-site and the reported issue was confirmed. During troubleshooting, it was noticed that the issue was intermittent and that the device generated both a low and a high peep, as well as the reported safety valve open technical error code. To address the issue, the expiratory channel printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided; hence, a proper device log evaluation could not be performed. Analysis of images of the device was performed, which confirmed the generated technical error code and both high and low peep alarms. The expiratory channel pcb contains electronics, including a microprocessor, for handling expiratory flow measurement performed by the flowmeter inside the cassette. It also manages all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring, and includes holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The reported technical error code indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm is triggered when a low level of the signal "safety valve closed" is detected for more than 8 seconds and before 10 seconds. The recommended action in case of technical error occurrence is to check the inspiratory channel, safety valve pull magnet, or expiratory channel board. The occurrence of the reported technical error may lead to stop of ventilation. Our conclusion is that the device failed to meet its specifications during the reported event. The expiratory channel pcb was not returned for further investigation, as it was discarded, thus preventing further part analysis. Nevertheless, based on the available information and the provided images, it can be concluded that the expiratory channel pcb is considered the most probable cause of the failure due to a random component failure.

Event description:
It was reported that the ventilator generated a technical error indicating a safety valve open and an alarm indicating a high positive end expiratory pressure peep. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.